Manufacturer narrative:
(B)(4).

Event description:
The pt experienced overdose-type symptoms: the pt was in the ER unresponsive. The ER physician and "hospitalist" wanted the pump dosage reduced by 10%. It was noted that the pump managing physician did not have credentials at the hospital, so there was very little feedback; "only p.a. Involved." The pump dosage was decreased by 10% on both drugs; the pump was used to deliver fentanyl and baclofen. The "hospitalist seemed to think" the pt had a stroke and the pt was admitted. The pump printouts were delivered to the pump managing physician's office the next business day. Additional info has been requested. A follow-up report will be sent if additional info becomes available.